Manufacturer narrative:
(B)(4). Date sent: 1/31/2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if there were any patient consequences as a result of the event? If yes, please describe. Is the device available for return for analysis?

Event description:
It was reported that during an unknown procedure, after firing there was terrible bleeding, where cutting was done without having any staples. The stapler did the cutting part, but without any stapling. It was revealed that there were no staples in the stapler. The surgeon had to unpack a new stapler, and did the anastomosis using another like device.